Event description:
Patient got a new airsense 11 CPAP in (B)(6) 2023. Received a new replacement heated tubing on (B)(6) 2024. Device now has a humidifier fault and had to be replaced. Device sent back to resmed under RMA.